Event description:
It was reported the cns displayed inaccurate heart rate readings. No consequence or impact to the patient.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2018 that they had a patient whose heart rate was 88 but the system continuously alarmed 177-177 for about 5 minutes. The cns was later reading the data correctly. Service requested: troubleshooting service provided: troubleshooting investigation result: thepu-681ra; sn:(B)(6) was placed into service on (B)(6) 2018, which is over 2 months at the time of the reported issue. A review of device history found no reported similar issues with this device. Similar complaints using "pu-681ra inaccurate heart rate reading", "pu-681ra inaccurate heart rate" and "pu-681ra incorrect heart rate" gave no results. Review of complaint at the customer's site found not complaint related to inaccurate heart rate readings. Based on the device service history, complaints at customer site and similar search query, no adverse trend is suspected. The root cause of the issue was unable to be determined as the logs for the event were not obtained and the customer would not respond to the call/email to troubleshoot the alleged malfunction. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects corrected information: d4. Device model number f9. Approximate age of device: incorrectly calcuated.

Manufacturer narrative:
It was reported the cns displayed inaccurate heart rate readings. No consequence or impact to the patient was reported. Log files were received; however pending investigation. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
It was reported the cns displayed inaccurate heart rate readings. No consequence or impact to the patient.